Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 error. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer attempted three different exact model 190 series scopes and cleaned the contacts with an alcohol prep pad; however, the issue persisted. Tac advised the customer to disconnect and reconnect both communication cables between the scopes and the processor but the same results ensued. The customer normally power cycle the unit between scope use and did not have an additional unit to swap the components to confirm the root cause. Tac concluded that the issue was related to the light source although the communication cables looked normal. Tac also stated that the problem could be related to the three bad endoscopes. Tac transferred the call to customer solutions and recommended for the customer to get a loaner on-site. A follow up was made and the customer confirmed that the unit will be sent in for repair however the device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena occurred seemingly due to accidental poor contact, however, the root cause could not be identified. Reproducibility is unknown because the device has not been returned. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.